Event description:
It was reported that a loss of capture on the rv lead was observed. Patient is currently receiving radiation treatment for terminal cancer. There are no plans for replacement. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.